Event description:
A spine surgery (open stabilization of the vertebrae l3 ot l5) was planned to be performed with the aid of brainlab spine and trauma 3d navigation system. During the procedure: attached the navigation reference on vertebra l2. Performed the initial registration of the pt (matching of virtual display of pt image data and actual pt anatomy) with automatic image registration of intra-operatively obtained CT-scans. Verified the accuracy of the registration and determined it to be appropriate. Placed screws n the left side of l3 and l4, using a navigated screw driver. Created the screw canal in l5 (left) with the aid of navigation and verified it with a pedicle sound. Visually detected an inaccuracy when placing the screw with a navigated screw driver. Verified the position of the screw with a fluoroscope and observed that the screw was not placed as intended. The surgeon tried to remove the screw but has difficulties in getting the screwdriver into the screw head. When applying some downward pressure the screw broke through the transverse process. An accordingly performed fluoroscopic image identified that the screw was in the retroperitoneal space at l4-l5. The placement of spine screws has been completed without the air of navigation. After its completion the pt was turned supine and an abdominal procedure was performed to retrieve the retroperitoneal screw.

Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since the screw was not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. According to the results of brainlab investigation and the info provided by the hosp, it can be concluded that the root cause for the displaced screw is: a movement of the screw in relation to the navigated screwdriver during screwing, and/or a relative movement of the vertebras that could not be compensated by the navigation system, since the reference array was not attached on the bone to be operated on. Apparently, when placing the screw in l5 (left), this specific screw deviated from its intended trajectory. There is no indication of a systematic error or malfunction of the device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an add'l training to this hosp.